Manufacturer narrative:
(B)(4)

Event description:
It was reported that, during a routine pump replacement, the surgeon noticed a break in the catheter under fluoroscopy at the spinal entry site. The patient's wife stated that the patient never complained of a change in efficacy, however when the pump surgeon saw that the patient was still taking oral medications despite being on a high intrathecal dose, the patient was invited in for a dye study on (B)(6) 2014. It was noted that no cerebrospinal fluid (csf) was able to be aspirated from the side port. The surgeon reportedly continued with the scheduled elective replacement on (B)(6) 2014 due to end of battery life and catheter revision. The intrathecal segment was unable to be retrieved and was therefore left in the patient's body. The remaining catheter up to and including the pump connection was explanted and replaced. A dye study and x-rays were reportedly performed. The product issue was reported to have been resolved. The surgeon reduced the patient's dose, and the patient's status post-op was unknown. The patient's pump was intended to infuse intrathecal gablofen. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that per the neurosurgery nurse, the patient's dose was still being decreased as he was still too loose and had some ringing in his ears.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n175089003, implanted: (B)(6) 2009, product type: catheter. (B)(4).